Event description:
It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the stent was misplaced. The index procedure treated the 89% stenosed, 5.5x15mm target lesion located in the right internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm wallstent. The lesion was located in a vessel curve, which was noted to cause the stent to shorten more than expected, leaving the distal edge of the lesion uncovered. A second overlapping non bsc was placed at the distal edge of the stent. Following post dilation with an unspecified device, the residual stenosis was 10%. The post procedure stroke scale was "0".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review. A supplemental medwatch will be filed.